Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient reported that for the two days prior to report she had experienced shocking in her "butt hole." It was also reported that the patient experienced "acute pain" and that her "pain was up." The patient reported having fallen "on her butt" "about one month" prior to report. The patient noted that when the stimulation was turned off that "she was fine." The patient also reported that "her pain had become worse" since "about one year" after implant. The patient further noted that she received effective therapy "when it's working." The patient was redirected to their health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v780818, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).